Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure a mitraclip xtw was implanted successfully. While attempting to place the second clip, a mitraclip xt, there was abnormal +knob torque of the steerable guide catheter (sgc). Upon deployment the mitraclip continuously opened while locked (cowl) to approximately 120 degrees. While monitoring cowl, a single leaflet detachment (slda) had occurred and the mitraclip xt was no longer attached to the posterior leaflet. The final mr was grade 4+. There was no adverse patient effect or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked and slda could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on the information reviewed, a cause for the reported clip opened while locked (cowl) cannot be determined. The reported slda appears to be a cascading effect of the clip open while locked. Mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported mr are cascading events of the slda and clip opened while locked. The reported serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.